Manufacturer narrative:
The insulin pump hwas received with a broken reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Event description:
It was reported that the o rings on the customer's insulin pump were cracked and exposed. Customer's blood glucose level at the time was 137mg/dl. Troubleshooting occured. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.